Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 at 19:00. Blood glucose level at the time of the incident was 334 mg/dl. Customer stated they was having menstrual cramps but it became worse later in the day and she began to vomit and had shortness of breath and fruity breath and lots of abdominal pain. Customer had symptoms reported at the time of hospitalization event was feeling sick, unwell, headache, extremity pain and cramps, increased thirst, nausea and vomiting. Customer did test for ketones and found moderate ketones. Customer stated infusion set had leak and crack. Customer stated during the high pressure test insulin was coming out of the infusion set before it got to the clamp. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.